Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, the surgeon/scrub tech did not realize they were using a cannulated driver and cross threaded the locking screw into the plate. The torque on the driver broke the driver and the screw and they were unable to get the screw out of the plate. Additional information 4/9/2021: it was reported that during an ankle fracture repair procedure, the surgeon/scrub tech did not realize they were using a cannulated driver and cross threaded the locking screw into the plate. The implant screw was cross threaded into the plate and the whole thing pulled out of the patient¿s bone. The torque on the driver broke the driver and the screw and they were unable to get the screw out of the plate. The case was completed using a new plate, screw and driver.